Event description:
Antibiotics were being hung on a patient. The tubing was loaded into the cartridge and programed appropriately. The pump responded with a channel error warning. The channel was opened and found to have a large bolus of fluid in the tubing causing it to swell. The tubing was immediately clamped off and removed from the patient. The tubing and the pump were sent to biomed.